Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was high and the customer has been using syringes for bolus delivery. As the contact did not have the pump with her, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.